Event description:
It was reported that 'the dosage started to increase more than hospital believed was needed'. The hcp programmed a drug bolus. Following the bolus, the patient experienced 'pain on the back near the catheter'. A catheter problem was suspected; the catheter was revised. It was noted that 'after catheter change, there was no need to increase the dosage'. The hospital decreased the pump dosage 'to the original level'. The catheter revision 'solved the issue'. The patient outcome was reported as 'good'.

Manufacturer narrative:
Catheter model #: 8709, lot # unk, serial # unknown, implanted. The returned catheter segment analysis was not available at the time of this report.

Manufacturer narrative:
Final device analysis revealed only the distil segment with an anchor attached was received to analysis. Catheter had a non-medtronic metal tube inserted into the proximal end of the segment. No analysis was performed on this metal tube and it had to be removed in order to fully inspect catheter. Distal end of the catheter appears broken at the 31 cm mark. Profile of the break is oval suggesting it was compressed in this area and eventually broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.